Event description:
Litigation papers allege suffers pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In addition to previous allegations, ppf alleges loosening of cup and loosening of stem. After review of medical records, the patient was revised to address failed right total hip arthroplasty. Revision notes reported that the acetabular and femoral components were grossly loose.